Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There were no air bubbles in the test reservoir during the occlusion test. There was no motor error alarm during bolus/basal delivery. The motor passed the motor test and the display window was scratched. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 460 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with manual injections and the insulin pump. Customer believed their blood glucose was high due to programming their basal rates incorrectly. Customer advised they felt irritated and uncomfortable. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.